Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A nurse called in for the customer to report a hospitalization on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose level at the time of incident was 1,020 mg/dl, but was 130 mg/dl at the time of call. The customer was wearing the device at the time of admission. The customer had a symptom of dry heaving. The customer was treated with steroids. The nurse was unable to troubleshoot and was advised to inform the customer to call back when feeling better to troubleshoot. Nothing was replaced or returned.